Event description:
It was reported that there was no capture at maximum output on the right ventricular (rv) lead, and impedance was out of range high. Fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range. Ventricular lead impedance trend shows impedance >9999 ohms throughout record. (B)(4).